Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh, sparc, align, obtryx and aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and meshes, sparc, align, obtryx and aris were implanted concurrently with debridement of foreign body from bladder due to second degree cystocele. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue, extrusion, infection, urinary problems and organ perforation. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was noted that during the gynecological procedure performed on (B)(6) 2010, the surgeon had inadvertently entered the bladder with the mesh creating a posterior bladder cystotomy with mesh in the bladder. He then attempted to remove the mesh however, created a rather large posterior cystotomy and also left some retained mesh within the bladder. At this time, the patient then underwent an open repair. It was reported that the patient was fitted with a pessary on (B)(6) 2011 due to urinary incontinence and prolapse. (B)(4).